Manufacturer narrative:
The investigation is ongoing. Device was discarded.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure of a 29mm sapien 3 valve, the balloon on the commander delivery system ruptured during valve deployment. The valve was able to be fully expanded and was implanted successfully. There were no issues withdrawing the delivery system through the 16fr esheath+. There was no patient injury reported. It was noted that there was some left ventricular outflow tract (lvot) calcium in the landing zone.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. In addition, no relevant imagery was provided. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. This event reports a balloon burst during thv deployment that has not resulted in a patient harm, or a device failure to perform its function. Also, there was no evidence of product non-conformances or labeling/IFU inadequacies identified in the evaluation. Review of the risk management documentation has been completed and no further action is required. The event for balloon burst was unable to be confirmed as the device was not returned and no applicable imagery were provided for evaluation. No manufacturing non-conformance was identified during the evaluation. An existing technical summary written by edwards lifesciences has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As per case note description, 'it was noted that there was some left ventricular outflow tract (lvot) calcium in the landing zone.' The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the event. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.